Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI #: (B)(4). Product review of the intellicart sn1590359 by a zimmer biomet certified service repair technician was no performed. Repair of the device was not performed because this was an exchange unit that had arrived and the rsm could not power it on. The rsm opened the back panel and inspected the unit and found that the control board was only showing the amber light. He also inspected the cat-5 cable to the display and said that it looked to have been burnt. The rsm was not comfortable with having the unit serviced, so requested that it be exchanged. On 11 february 2020 the rsm confirmed the exchange with (B)(6). On 14 february the returning unit arrived with electrical issues. The unit will be refurbished and kept under the same serial number. Intellicart (B)(6) has not been previously repaired/evaluated before 10 february 2020 as documented in the repair reports in crm. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There was no patient involvement. No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during install/pm the exchange cart that arrived would not power on. It was also discovered that the cat-5 cable to the display looked to have been burnt. No adverse events were reported as a result of this malfunction.